Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the reported event was confirmed. The alarm sounded and lights turned off due to failure of the main circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during an unspecified therapeutic procedure, the insufflator sounded an alarm at the start of pneumoperitoneum. All of the lights also turned off three times (including immediately after the start of pneumoperitoneum, two minutes later, and during testing following the procedure). The procedure was completed with another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the faulty main circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.